Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted dried blood/body fluid in the lumen. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the guidewire test due to the presence of blood/body fluid.

Event description:
Boston scientific received information that this implantable left ventricular (lv) pacing lead had dislodged out of the coronary sinus. A revision procedure was performed. The lead was explanted and another manufacturer's lv lead was successfully implanted. No adverse patient effects were reported.